Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient received a shock suddenly due to electromagnetic interference (emi). The patient reported no symptoms preceding shock and states it felt like he was "hit in the head with a sledgehammer and an ice pick to the chest" and he was "weak/washed out" the rest of the day. The device is still in use. No further patient complications have been reported as a result of this event.